Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ek6646 exp date 07/31/2017; mfg date 09/19/2012. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent implantation of a tendon at the back of the knee in (B)(6) 2013 and suture was used on subdermal tissue. Following the procedure, the patient experienced a sensation of foreign matter in the subdermal tissue. The physician opines that inflammation may be the cause of something like a lump.